Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in a stone removal procedure on (B)(6), 2012. According to the complainant, the sterile seals on the packaging were compromised prior to opening. The balloon was removed from the packaging and inserted into the patient, however, it could not be inflated on the first attempt. It was removed and the procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in a stone removal procedure on (B)(6), 2012. According to the complainant, the sterile seals on the packaging were compromised prior to opening. The balloon was removed from the packaging and inserted into the patient, however, it could not be inflated on the first attempt. It was removed and the procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): preliminary investigation results: preliminary evaluation of complaint device was performed. Visual inspection revealed no damage to the catheter of the device and the balloon portion was found to be burst. The balloon bonds were measured and found to be in specification. The investigation is not complete. Therefore, the root cause for the reported event has not been determined. If any further relevant information is obtained at the completion of the investigation, a supplemental medwatch report will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Additional information: it was confirmed that the sterile seals on the package were not compromised; therefore this is now not an MDR reportable event.